Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device failed during use". No negative impact in state of health reported.

Manufacturer narrative:
New article number reported by british colleagues. The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Please note that a second device was reported as involved for case. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the inspection of the devices the error description provided by the customer "failed during use" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to product failure. The event is filed under internal karl storz complaint ID: (B)(4).